Event description:
The user facility's registered nurse reported the automated impella controller experienced a controller error yellow alarm in which the screen froze while trying to access the purge menu. The aic was then replaced with a backup console. It is unknown if there was patient involvement but there was no reported patient harm.

Manufacturer narrative:
The investigation for the reported controller error (yellow alarm) has been completed. Logs showed that the purge bag change wizard was started and completed. However, it was canceled when completed. Several hours later, a second purge bag change occurred and at the point when the bag was supposed to be spiked, there were several entries for "keyboard: high guard level (esd)." The console interior and exterior were examined for fluid ingress and none was observed. The console was ran on a different pump for several hours without issue. The console screen, softkey and rpb were tampered with during pump operation. No issues were observed. The issue was unable to be reproduced. It is likely that during the second purge bag change that, when the staff attempted to spike the bag, the bag was spilt onto the console. The keyboard: high guard level entries were in response to fluid falling onto the softkeys in conjunction with the staff attempting to press the softkeys. The cause of the failure mode was use related. This report is being filed as part of a retrospective review of historical records.